Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the anastomosis in a laparoscopic hemicolectomy procedure, the anvil part of the device was disengaged into the patient's cavity, and it was retrieved. The extraction was performed by using a surgical forceps (tweezers) to complete the case. There was no patient injury.